Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user lowered the laser firing power from 128% to 100% and briefly left off the foot pedal. The physician performed a biopsy prior to the ablation procedure which was flushed with a solution. There were no patient complications reported in relation to this event.